Event description:
It was reported that during a procedure the trocar broke while being inserted into the patient. The broken piece was successfully retrieved laparoscopically. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The device was received with the packaging open and with evidence of clinical use. Visual inspection revealed the cannula shaft was broken in half. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is the user applying excessive force to the cannula during the procedure. The reported event will continue to be monitored through post-market surveillance. Instructions for use (IFU): "careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery."